Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient is experiencing pain and underwent revision surgery converting a hemiarthroplasty to a total hip arthroplasty.

Manufacturer narrative:
Corrected data: lot #, expiration date; device manufacture date. An event regarding pain & revision involving a other hip sleeve was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there have been no other event for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined since the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient is experiencing pain and underwent revision surgery converting a hemiarthroplasty to a total hip arthroplasty.